Event description:
It was reported that the device failed preventive maintenance for barrel clamp. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the sizer sensor was replaced due to failed barrel clamp test/pm. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the syr/pca sizer sensor bkt clp assy. A review of the device history record showed the device had a manufacture date of 05feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for barrel clamp. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventive maintenance for barrel clamp. No additional information was provided. There was no patient involvement.